Event description:
It was reported that the was became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected for use. As the physician was positioning the was it became kinked. The physician removed the was and then prepared a new was. The second watchman fxd curve was positioned in the laa of the patient and a 27mm watchman flx laa closure device & delivery system (wds) was then inserted. The closure device was deployed in the laa , but did not meet release criteria. The physician made several more attempts at deploying the closure device in an acceptable position, but was unsuccessful. As the physician recaptured the closure device, the was became kinked. The physician removed all the devices from the patient and ended the procedure without implanting a closure device. The patient remained stable and there were no complications that were reported to have occurred. The patient is rescheduled for another implant procedure at a future date.